Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: one of the nurses today shared that she started an IV and the safety mechanism would not work. She shared when she removed the catheter she was able to get it to work but she had to press extremely hard for the button to engage. She share a few other nurses mentioned they have this happen recently too. Unfortunately, the wrapper she saved isn't for the cath for a lot number, but I do have the catheter itself if you would like to send it off for inspection.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: one of the nurses today shared that she started an IV and the safety mechanism would not work. She shared when she removed the catheter she was able to get it to work but she had to press extremely hard for the button to engage. She share a few other nurses mentioned they have this happen recently too. Unfortunately, the wrapper she saved isn't for the cath for a lot number, but I do have the catheter itself if you would like to send it off for inspection.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.